Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of choroidal effusion, migration, hyperopic shift, corneal edema, and hypotony; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The images attached to the parent complaint were reviewed by the investigation site. The first set of images represent the reported issues with the choroidal tissues, while the second set of images represent the reported issues with the macular tissues. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative choroidal effusion, migration, corneal edema, and hypotony are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information requested and received. (B)(4).

Event description:
A physician reported a patient post micro-stent implant surgery with migration, hyperopic shift, hypotony, corneal edema, choroidal effusion and touching the cornea. Additional information was requested and received.